Manufacturer narrative:
No product will be returned for eval.

Event description:
In late 2008, the pt reported elevated blood glucose readings. She stated at 2 pm, her reading was 246 mg/dl and she bolused 3.5 units of insulin and increased the basal rate 120% on her infusion device. At 5:45 pm, her reading was 287 mg/dl. She said she had not eaten anything from 2 pm to 5:45 pm. She stated she noticed condensation inside the cartridge chamber of her device and dried it out with a cotton swab and a hair dryer set on cool. She said the cartridge leaked insulin from the bottom plunger. The pt discarded the cartridge at issue. The pt was assisted in setting up her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.